Manufacturer narrative:
The returned head and liner were evaluated and found to have been manufactured within specifications. Visual examination of the head and liner appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces and taper fretting. Although it appeared that some type of third body particle was present, the source and identity of this agent could not be established during visual examination. Backside damage was visible on the shell. However, it could not be determined whether this damage occurred during or prior to surgical removal of the components.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6), 2004. Subsequently, the patient was revised on (B)(6), 2014 allegedly due to elevated metal ion levels. The modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08906 & 08908).